Manufacturer narrative:
As received, the device did not communicate. The cause of no communication and the field event of a reset and no pacing is consistent with low battery voltage from premature depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information states that a telemetry test was performed on the device and the device failed to make contact on each attempt.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a battery change. Prior to procedure upon interrogation, it was noted that the implantable cardioverter defibrillator was in back-up. Reviewing the ECG, it was noted that there was no pacing. This device was a part of the battery advisory. The device was explanted and replaced. The patient was stable.